Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. An investigation could not be completed and no conclusion could be drawn as the device was not returned.

Event description:
A device report from synthes EU provides information from a facility in (B)(6). It was reported that when the doctor inserted the va locking screw into the patient's arm over the guiding block, most distal radial side, the screw penetrated the plate. Reportedly, the doctor was able to turn the screw counter clockwise and was able to implant the plate into the patients arm. This is report number 2 of 2 for the same event.